Event description:
Reportedly, the follow-up on 13 sep 2018 revealed a warning with high atrial lead impedance (over 3000 ohms) and a mode switch episode with artifacts on the atrial channel. The subject pacemaker was programmed in vvi. During a follow-up on 09 may 2019, artifacts were again observed on the atrial channel, while good sensing was observed. Preliminary analysis confirmed the reported high atrial lead impedance and atrial noise oversensing with non-physiological electrical signals, and revealed episodes suspicious of loss of ventricular capture. The most probable hypothesis to explain the reported irregularities is atrial and ventricular leads issue(s) and/or lead(s) connection issue(s).

Event description:
Reportedly, the follow-up on 13 sep 2018 revealed a warning with high atrial lead impedance (over 3000 ohms) and a mode switch episode with artifacts on the atrial channel. The subject pacemaker was programmed in vvi. During the follow-up on oct 2018, in addition to the high atrial lead impedance, clipping was noticed on the atrial channel during ventricular pacing. In the absence of ventricular pacing, intrinsic atrial signal was present on the atrial egm. On apr 2019, intermittent ventricular undersensing was also observed, and increase of ventricular threshold to 2.0v/0.35ms. Consequently, the ventricular pacing output was reprogrammed to 3,5v/0.5ms. During a follow-up on 09 may 2019, artifacts were still confirmed on the atrial channel, while good sensing was observed. Preliminary analysis confirmed the reported high atrial lead impedance and atrial noise oversensing with non-physiological electrical signals, and revealed episodes suspicious of loss of ventricular capture. The most probable hypothesis to explain the reported irregularities is atrial and ventricular leads issue(s) and/or lead(s) connection issue(s). Reportedly, the subject pacemaker was replaced on 12 jun 2019, and the associated atrial and ventricular leads were abandoned in the patient's body. Leads issues were suspected. The pacemaker will be returned for analysis.

Event description:
Reportedly, the follow-up on (B)(6) 2018 revealed a warning with high atrial lead impedance (over 3000 ohms) and a mode switch episode with artifacts on the atrial channel. The subject pacemaker was programmed in vvi. During the follow-up on (B)(6) 2018, in addition to the high atrial lead impedance, clipping was noticed on the atrial channel during ventricular pacing. In the absence of ventricular pacing, intrinsic atrial signal was present on the atrial egm. On (B)(6) 2019, intermittent ventricular undersensing was also observed, and increase of ventricular threshold to 2.0v/0.35ms. Consequently, the ventricular pacing output was reprogrammed to 3,5v/0.5ms. During a follow-up on (B)(6) 2019, artifacts were still confirmed on the atrial channel, while good sensing was observed. Preliminary analysis confirmed the reported high atrial lead impedance and atrial noise oversensing with non-physiological electrical signals, and revealed episodes suspicious of loss of ventricular capture. The most probable hypothesis to explain the reported irregularities is atrial and ventricular leads issue(s) and/or lead(s) connection issue(s). Reportedly, the subject pacemaker was replaced on (B)(6) 2019, and the associated atrial and ventricular leads were abandoned in the patient's body. Leads issues were suspected. The pacemaker will be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190812 - file-2019-01730 - analysis_and_closure_report_resp-2019-00800.pdf].